Manufacturer narrative:
Device received with cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported a crack on her insulin pump's screen. Customer's blood glucose was 109 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.